Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon failed to enter the introducer sheath. Even though the sheath was replaced still the balloon did not enter. The balloon was replaced with another second balloon which still did not enter. Another third balloon was used to complete the procedure without problem. No patient harm.

Manufacturer narrative:
Due to character limit in d10 (terumo radiofocus introducer ii 8fr introducer sheath, 9fr arrow arrow-flex reinforced sheath). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4(exp date),d9,g3, g6,h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h11 corrected fields: d4(lot and UDI). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.